Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 4.5mm cortex screw, self-tapping, l40mm (part #: 414.840 lot #: 9848121, quantity: 1). 4.5mm cortex screw, self-tapping, l36mm (part #: 414.836 lot #: 9329919, quantity: 1). 4.5mm cortex screw, self-tapping, l36mm (part #: 414.836 lot #: 8789884, quantity: 1). 5.0mm locking screw, self-tapping, l23mm (part #: 413.336 lot #: l134330, quantity: 1). 5.0mm locking screw, self-tapping, l34mm (part #: 413.334 lot #: 9672268, quantity: 1). 5.0mm locking screw, self-tapping, l34mm (part #: 413.334 lot #: l528174, quantity: 1). 5.0mm locking screw, self-tapping, l34mm (part #: 413.334 lot #: 8805257, quantity: 1). 5.0mm locking screw, self-tapping, l32mm (part #: 413.332 lot #: 9732521, quantity: 1). 5.0mm locking screw, self-tapping, l20mm (part #: 413.320 lot #: 2727119, quantity: 1). 5.0mm locking screw, self-tapping, l14mm (part #: 422.402 lot #: 2626850, quantity: 1). Positioning pin 4.5 mm with thread, for lcp (part #: 498.803.01 lot #: h342625, quantity: 2). 1.7mm cerclage cable with crimp (part #: 298.801 lot #: p276202, quantity: 1). 1.7mm cerclage cable with crimp (part #: 298.801 lot #: p27944, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 426.641, lot: 8332475, manufacturing site: grenchen, release to warehouse date: 06.mar.2013, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 426.641, lot 8332475: manufacturing site: grenchen. Release to warehouse date: march 06, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: it was found that the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth is an unknown date in (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to delayed bone healing. An unknown locking compression plate (lcp) fractured under full load while patient was in the rehabilitation program without fall event. A re-osteosynthesis with 14 holes plate and autologous cancellous were performed. Originally, the patient had an operational supply of periprosthetic femoral fracture tight with a hip endoprosthesis (tep) right on (B)(6) 2018. Procedure was completed successfully. Patient status is unknown. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), cerclage wires (part: unknown, lot: unknown, quantity: 2). This report is for a 4.5mm titanium (ti) broad lcp® plate. This is report 1 of 1 for (B)(4).